Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the two pacing leads exhibited rising and high thresholds. The pacing leads were removed and replaced.  No patient complications have been reported as a result of this event.